Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call, that the numbers on the insulin pump scroll, without any input from the customer. Customer's blood glucose level at the time 197mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No unexpected sticking/scrolling of numbers or failed battery test alarms noted during testing. The device passed the displacement test and off no power test. The operating currents were within specification. The act button had intermittent button response due to moisture damage on keypad traces. The device had cracked lcd window, cracked case at lcd window corners, broken reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, and broken belt clip slot.